Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that high lead impedance test result was also obtained at previous office approximately 11 months prior and that the patient has experienced in increase in seizure activity, though not believed to be an increase above pre-vns baseline frequency. Review of x-rays by manufacturer revealed that the generator was fairly well noticeable and the placement of it was normal. Both lead connector pins were fully inserted into the generator and the filter feed throughs were both intact. The lead could not be seen clearly, and also the area of olectrode attachment and strain relief were not present in the x-ray at all. There was also a portion of the lead behind the generator. In the section of lead that could be seen, no lead discontinuities or sharp angles were noted. The lead wires appeared to be intact at the connector pins. Treating neurologist is not sure whether the patient had suffered any injury or trauma that may have damaged the vns therapy system or whether the patient manipulated the device through the skin, but the indicated that he wouldn't rule it out as a possibility because the patient is severely developmentally delayed. Treating neurologist indicated that it was possible that the patient may have reached up to the generator or lead, but it was unknown since there has been no reported incidents by her careprovider. The patient does not speak, therefore it is unknown whether she can feel stimulation of not. The patient was referredfor surgical consult. Lead break is suspected.